Event description:
Information received from the intrepid clinical database. Treatment of a fusiform basilar aneurysm. A total of five pipelines were used. Post procedure, it was reported that the patient had uneasiness and aphasia. Subsequently, the patient expired on (B)(6) 2011.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).